Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump's usb port was damaged and has dust in port. Resulting in difficulties charging the pump. The customer's blood glucose level was 190-200 mg/dl. Multiple follow up attempts were made by tandem technical support to obtain additional information. However, a response was not received.